Event description:
This facility has been contacted for additional info. It was learned on (B)(6) 2011 additional detail regarding this incident. It was learned that this pt was sent for an eval in the ER. The pt was not admitted. Reportedly, blood cultures were drawn. The pt was discharged to home. The results of the blood culture were negative. This pt is fine with no further ill effect. The pt continues dialysis at this outpatient dialysis facility on this same dialyzer, different lot. There is no more reported ill effect. A companion sample is available for eval. Of note: the facility reported other pts had received dialysis with use of this lot with no report of ill effect. Additional info from user facility report: on (B)(6) 2011, dialysis was initiated on 5 pts, utilizing the optiflux 160 nr dialyzer, lot# 10nu05004. At the end of the treatment all 5 pts had a temperature ranging from 99.4f to 100.3f and were afebrile prior to treatment. Two pts sent to the hosp for further eval. One pt treated with antibiotics. All other dialysis related factors that may have potentially caused the temperatures, was ruled out. All product of the same lot number were pulled from shelves; company notified.

Manufacturer narrative:
(B)(4). Device available for eval - no.